Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found that all keys functioned normally and the customer reported issue could not be reproduced during evaluation. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the top row keys 0,1,2,3 on the keypad were intermittent with the 0 and 1 being the most difficult. The event happened during setup at the intravenous therapy department. There was no patient involvement. No additional information is available.